Manufacturer narrative:
(B)(4). Date report sent: 08/31/2004. Information was not provided during initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that the 4-40 stud broke off the handpiece. No adverse pt consequences have been reported.